Event description:
It was reported that during implant the lv lead header set screw was missing. The physician tightened the tip screw and programmed lv configuration to unipolar. The device was implanted. The patient was reported as stable.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.